Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
The fitting process was fine. The problem is that the two pieces became un-laminated after wearing it twice, making the product defective. I don't have the original box so I do not have the upc code. Please send (2) replacement protectors.